Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. See MDR 1213643-2009-00216 for information related to the other ventralex mesh implanted in 2005.

Event description:
Attorney reported: in 2008 - the patient was implanted with two ventralex mesh patches to repair a hernia defect. In 2007 - the patient underwent removal of the previous placed mesh patches. The patient continued to experience abdominal pain and discomfort after his hernia repairs. The patient has suffered and will continue to suffer physical pain and mental anguish.